Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on october 2009 and performed to specification up to 23rd february 2014. On the 2nd march 2014 the device failed a weekly auto self-test due to a low battery. An increase in voltage also suggests a further pad-pak was installed on the 3rd march 2014. On the 9th march 2014 a significant voltage drop was recorded from the previous auto self-test, then on the 16th march 2014, the device failed the weekly auto self-test due to a low battery. Multiple manual power ups, mainly of ten minutes duration were observed between the 23rd july 2015 and the final log entry on the 27th july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. There was a slight fluctuation observed on the pogo-pins, however this would not have affected the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.